Event description:
It was reported that the patient presented remotely via merlin.net. Review that the transmission revealed that the implantable cardioverter defibrillator exhibited under-sensing during a ventricular fibrillation episode. The physician and nurse believed that the patient's rhythm was agonal before the under-sensing occurred. The patient expired.